Manufacturer narrative:
Additional information was received that the patient experienced increased drainage since implant surgery. Patient started to experience fever, chills and pain all over. Erythema was observed at the left incision site. The physician performed a debridement of the skin and subcutaneous tissues, muscle, fascia with sharp and blunt debridement without excision of the incision sites. Discolored purulent material was expressed at both sites. The sites were drained and irrigated with saline. There appeared to be a strong communication between the sites tracking along the leads. The sites were treated with vancomycin powder, drains were placed in both cavities, and the sites were closed.

Event description:
A report was received that the patient had infection in both thoracic and flank incisions. The physician believed that the infection was not device related. The patient was placed on antibiotics and underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that no further information could be obtained.

Event description:
A report was received that the patient had infection in both thoracic and flank incisions. The physician believed that the infection was not device related. The patient was placed on antibiotics and underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8336-70 serial (B)(4), description: coveredge 32,70 cm 4x8 surgical lead the explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient had infection in both thoracic and flank incisions. The physician believed that the infection was not device related. The patient was placed on antibiotics and underwent an explant procedure. No device malfunction was suspected.